Event description:
It was reported that the customer had a low blood glucose level at work and treated for it. Customer went home and then had a blank screen. Customer also had high blood glucose levels. Customer stated that they tried to put new batteries in, but they received a battery out limit alarm. Customer's blood glucose level was 2.9 mmol/l. Customer then went up to 14 mmol/l. Customer treated and was not hospitalized or injured. Customer stated that the display was no longer blank. Customer was assisted with setting time/date. A replacement battery cap will be sent. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no unexpected battery out limit alarms or blank display anomalies noted during our testing. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, occlusion, excessive no delivery and off no power tests. The operating currents are within specification. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and broken belt clip slot.